Manufacturer narrative:
H10: the device, intended for use in treatment, was returned investigation. The probable cause of the issue was a mechanical component failure. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports, this issue will continue to be monitored. A relationship between the device and the reported event could be established. Visual investigation confirmed that the part had a bent drill guide support (tip). This is the cause for the increased difficulty in inserting the drill and the subsequent high torques during characterization. The malfunction is likely due to mechanical component failure from bending of the handpiece drill guide support. The material has been changed to stainless steel to increase durability and reduce deformation in the field.

Event description:
It was reported that, during an ukr surgery, the handpiece did not home: the torque from test was over 96. As it was hard to place the drill into handpiece, it is likely that something is bent. The surgery was resumed by exchanging the handpiece. The patient was not harmed.